Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. A review of the instructions for use ( IFU) was performed and it was confirmed the IFU gives instruction for proper handling of when the product's image is not present on the monitor. The following instructions (9. 2 troubleshooting guide) explain how to deal with the situation where endoscopic images do not appear on the monitors. Irregularity description - the endoscopic image does not appear on the monitor. Possible cause - the output setting of the monitor is incorrect. Solution-set it correctly as described in the monitor¿s instruction manual. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. When the cable connection was changed to sdi output, the image was displayed. Therefore, the most likely cause is that the output signal of otv-s190 and the input setting of the monitor were not correct.

Manufacturer narrative:
The device was not returned to olympus for evaluation, but an olympus representative evaluated the device issue on-site by switching the setting on the device using the serial digital interface (sdi) and it resolved the issue.

Event description:
It was reported that the user experienced no image. There was no patient injury reported.